Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient experienced inaccurate cgm values which occurred on an unspecified day after the sensor had been inserted in the abdomen. On (B)(6) 2023, the cgm reading was 100 mg/dl. The patient had no symptoms. The patient trusted the cgm reading and therefore, did not perform a calibration. The next day the patient starting ¿feeling sick¿ and then later started to feel nauseous and vomiting. At some point, the patient became unconscious. The patient¿s mother found him and took him to the emergency room (ER). A bg fingerstick was not done until the patient was in the ER and was found to be 600mg/dl. There was no cgm value information available for comparison. The patient was admitted to the hospital with diabetic ketoacidosis and treated with IV insulin and IV fluids. The patient recovered and was discharged on (B)(6) 20233. At the time of the report, the patient recovered and feeling well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.